Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a ceasarean section procedure, during the closure of the uterus, the suture's needle was broken. Two needles were broken on the second and third suture during the closure of the skin. Another suture was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned product noted three sutures and three needles. Visual inspection noted that all the needles were intact but that none of them were connected to their respective sutures. Upon microscopic inspection, instrument marks were noted near the swaged end of each needle. As no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected an unreported condition of needle detached that has no relationship to the reported condition.the root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.